Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading was 452 mg/dl. Troubleshooting was performed. The insulin pump settings and histories were verified by the nurse. It was stated that even manual injections did not bring down the customer's blood glucose. Ran a fixed prime test and the insulin exited. No further info was provided. Advise customer to discontinue the insulin pump use and revert to back up plan.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.